Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was chipped and cracked on the lower front and rear corner and under the tube holder, the right plunger case was cracked, and the battery door and the alternating current (ac) receptacle were cracked. A review of the event history log identified occlusion check infusion line in the history. Functional testing was performed using the occlusion test and the reported issue was duplicated. The force sensor did not operate as intended as a result of normal wear. The root cause of the problem was related to normal wear of the pump as it is over 15 years old. To resolve the problem the force sensor was replaced. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited an occlusion alarm when there was no occlusion. No patient injury was reported.